Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that seven months post implantation of the vascular stent in a pre-dilated sfa lesion, the patient represented to hospital complaining about pain in the leg and crippling claudication. Control angiography showed the stent to be fractured. An angioplasty was performed to treat the patient. Reportedly, an improvement of the patient's general condition was achieved and the patient has no symptoms at the moment.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the images, neither the reported stent fracture nor any irregularity of the implanted stent could be identified. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An irregular stent placement may lead or contribute to subsequent stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- or post-dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement. In this case, pre-dilation was performed but no post-dilation and the stent could be released without difficulty. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent deployment procedure. Furthermore, the IFU states: "cases of fracture have been reported in clinical use of the lifestent® vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." The IFU also states that pre-dilation of the lesion should be performed by using standard techniques and that post stent expansion with a pta catheter is recommended. Updated 'additional event information' due to receipt of images.

Event description:
It was reported that seven months post implantation of the vascular stent in a pre-dilated sfa lesion, the patient represented to hospital complaining about pain in the leg and crippling claudication. Control angiography showed the stent to be fractured. An angioplasty was performed to treat the patient. Reportedly, an improvement of the patient's general condition was achieved and the patient has no symptoms at the moment.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An irregular stent placement may lead or contribute to subsequent stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- or post-dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement. In this case, pre-dilation was performed but no post-dilation and the stent could be released without difficulty. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent deployment procedure. Furthermore, the IFU indicates that stent fracture is a potential adverse event that may occur. The IFU states: "cases of fracture have been reported in clinical use of the lifestent® vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." The IFU also states that pre-dilation of the lesion should be performed by using standard techniques and that post stent expansion with a pta catheter is recommended. Updated 'eval code & desc - conclusion 1' due to completion of evaluation.

Event description:
It was reported that seven months post implantation of the vascular stent in a pre-dilated sfa lesion, the patient represented to hospital complaining about pain in the leg and crippling claudication. Control angiography showed the stent to be fractured. An angioplasty was performed to treat the patient. Reportedly, an improvement of the patient's general condition was achieved and the patient has no symptoms at the moment.